Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and motor position encoder error. The patient performed a self test with the insulin pump but the device settings were lost. The patient's blood glucose at the time of incident was 121 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. Device passed self-test, basic occlusion, prime test, displacement test and all operating currents measurement were normal. The motor was tested outside to the device and passed. Unable to verify for motor position encoder error alarm due to over written pump history file. Unable to perform occlusion, unexpected restart test and excessive no delivery alarm due to motor error alarm during bolus delivery. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.